Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture. This relates to the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reporting rupture. This relates to the right device. Device remains implanted.

Manufacturer narrative:
D6a implant date is a partial date of 2013 & b3 date of event is a partial date of september 2024.

Event description:
Patient reporting rupture. This relates to the right device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b5, d6a, d6b, g2, h6.

Event description:
Device has been explanted and replaced with another manufacturer's device.